Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and reported failure was confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed "discoloration of housing". The complaint regarding the camera head could not be turned was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera head of the 30 degree endoscope could no longer be turned. The head wedged and had "grinding" of gear noise. It could not be used. The procedure was completed with a backup scope with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the customer stated that the rotation problem has caused a reversed image. The endoscope moved with unintuitive movements, but very heavily.